Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. The generator interface circuit board was found to be defective and was replaced with a later edition x-ray controller circuit board. Also the power supply ps1 was also replaced as a proactive measure. The sys was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the sys 9800 failed to initialize and displayed a failure a/d channel 15 error. The sys was replaced. There was no adverse pt involvement reported. There was no pt info reported.